Event description:
Procedure type: nephrectomy. According to the reporter: the port was in situ. Raytech was attached to artery forcep and used to clean the port. No great force was used. Upon removal the spring and port seal became dislodged in the port opening. Neither piece dropped in to the patient but the spring fell out when placed on scrub table. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).